Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. The catheter shaft was partially fractured just proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.

Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.